Event description:
It was reported that the fluoro is working on the 2500 system, however, it will not take a picture. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.